Event description:
The user facility reported a 50-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) had a purge line click-on not detected alarm. Even after replacing the purge set, it was not recognized. The problem was resolved after replacing the aic. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.